Event description:
Boston scientific received information that this device and competitor lead, exhibited low out-of range (oor) impedances of zero ohms. Boston scientific technical services (ts) was consulted and suggested that it may be due to electromagnetic interference (emi) and if the electrical equipment in the room could be turned off, this might alleviate the issues. All of the equipment was turned off and normal impedances were observed. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.